Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was moving boxes when an audible alert triggered. An interrogation of the patient's implanted system revealed elevated counts to the sensing integrity counter (sic) and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.